Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device disposition is unknown.

Event description:
"It was reported by the patient's attorney that allegedly the patient suffered injuries due to breakage of a smart toe ii implant causing the patient to require amputation of his toe."